Manufacturer narrative:
The observed internal cannula tear is related to action # (B)(4). Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Investigation of the pod found a tear in the cannula. The device was originally reported for a hazard alarm. No treatment and no blood glucose levels were reported.